Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) claria device experienced a system error (se) 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell 1 of 5 of peritoneal dialysis (pd) therapy. During the troubleshooting, it was found that the supply line had a loose connection. Technical service representative (tsr) informed the hp that the hc will automatically end the therapy due to se 2240 air detection. Hp to power off close the transfer set and white clamp on the patient line and disconnect the aseptic way. Hp stated that the supply bag connected to the supply line with the white clamp 2. 5%, 6000ml was loose but not disconnected. Tsr assisted hp with removal of the cassette. Hp will do the manual drain and they will follow up with their peritoneal dialysis registered nurse. Proper procedures per the user manual were discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.